Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a blockage event with an infusion set and was alerted by an insulin flow blocked alarm. The alarm was caused by set/reservoir connection. Patient was advised to replace infusion set and reservoir. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6).